Event description:
The eo8 signal could not be corrected. The customer would like to be notified on what happened with the catheter. The fiberoptic connection to cable was not correct. The catheter was used on the pt who presented to hosp in 2003 due to stroke. No ventriculostomy was placed. The regional sales manager advised the catheter be removed and replaced and returned for eval. They continued to use with the eo8 signal. Regional sales manager unsure if the catheter was zero balanced incorrectly or if the fiberoptic was damaged. The fiber optic receptacle and cables were replaced with no resolution to the eo8 signal. It is unknown at this time if the pt expired. In 6/2002 the user facility purchased five devices lot number vtt036a. In 2/2003 the local rep exchanged the five due to expiration with lot number vt0048. The unit has two ventrix monitors. The regional sales manager is asking that a review of the repair records for these monitors be conducted to determine if they have been in for routine service.